Manufacturer narrative:
This MDR follow-up report #1 is being submitted at this time as the complaint investigation was not detected in the product complaint handling system (solabs) due to unexpected software issues. The purpose of this follow-up report #1 is to revise the report from "device manufacture date" of 03/01/2015 to 03/31/2014. This supplement is also updating the agency on information of product analysis. As product was not returned, evaluation could only consist of a review of the manufacturing and inspection records of the device. No abnormalities were found in production and inspection records of the product. (Serial no: (B)(4)) the exact root cause was not determined. Product was not returned.

Event description:
Trailing haptic broke off during slider advancement. The lens had to be explanted.

Event description:
Trailing haptic broke off during slider advancement. Lens had to be explanted.